Manufacturer narrative:
D10 concomitant products: e1455, e1455 the edge ent/ima electrode x50 (lot #: 252300256r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a flame or fire issue occurred involving the e1455 the edge ent/ima electrode x50 and the ft10 generator during procedure. The fire was reported when the electrode was used in conjunction with a non-medtronic pencil and the ft10 generator.

Manufacturer narrative:
Additional information: b5, e1 (initial reporter), e3, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a flame or fire issue occurred involving the e1455 the edge ent/ima electrode x50 and the ft10 generator during a inguinal hernia procedure. They conducted the required 15-minute preparation time and there was no umbilical pooling. The resident held gauze in his hand that had solution on it and when the doctor picked up the bovie, the gauze caught on fire. Gauze was thrown on the floor, stepped on and saline poured over it. The fire was reported when the electrode was used in conjunction with a non-medtronic pencil and the ft10 generator.